Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned following explant. There were no allegations against the performance of this device.